Manufacturer narrative:
B5: information added. H6 impact codes corrected from no health consequences or impact to medication required and hospitalization or prolonged hospitalization. H6 evaluation method code corrected from device not returned to device discarded.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) was used intra-procedure. A watchman fxd curve access system (was) was inserted along with versacross connect (vcc) to perform transseptal puncture (tsp). Heparin was given after the tsp. The vcc and was were advanced across the septum into the left atrium (la) and a mobile thrombus was immediately seen on ice on the was sheath. The activated clotting time (act) was noted to be 193 seconds. A 35mm watchman flx pro delivery system and closure deice was inserted and the closure device was implanted. The procedure was concluded. There were no interventions or patient complications reported. It was further reported the patient had noticeable spontaneous echo contrast (sec) during the index procedure. Heparin was given in response to the thrombosis, and a second act was not taken. The patient was transferred to another hospital for further analysis.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) was used intra-procedure. A watchman fxd curve access system (was) was inserted along with versacross connect (vcc) to perform transseptal puncture (tsp). Heparin was given after the tsp. The vcc and was were advanced across the septum into the left atrium (la) and a mobile thrombus was immediately seen on ice on the was sheath. The activated clotting time (act) was noted to be 193 seconds. A 35mm watchman flx pro delivery system and closure deice was inserted and the closure device was implanted. The procedure was concluded. There were no interventions or patient complications reported.